Manufacturer narrative:
A field engineer visited the site and performed svc to the instrument. The wash station and probe was dirty. Svc to the instrument has been restored to satisfactory operating condition. The cause of this event was instrument related.

Event description:
A customer reported that the provue analyzer interpreted negative reactions as positive. False positive results, if undetected, could result in possible transfusion of incompatible blood. There was no report of pt harm as a result of this event.